Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 4.8 mmoi/l. The customer did not have a backup plan. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no up button response due to corroded keypad trace. No button error alarm noted. The insulin pump has cracked reservoir tube lip, scratched reservoir tube window, cracked belt clip slot, stained end cap sticker and minor scratched lcd window.